Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number for breaks off during use pe. H3 other text : see h.10

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced the cannula breaking off during use. The product defects resulted in a serious injury, - medical intervention with the patient receiving treatment for the removal of the broken portion of the cannula. The following information was provided by the initial reporter: material no:unknown. Batch no: unknown . Consumer reported "short" pen needle broke off in stomach - I asked consumer if he uses the needle more than once he said most of the time I use a new one. I asked again he said place the needle together on pen went to church and after church tested and took insulin. Did not answer question. Consumer was at the doctors, claims they completed a test asked if it was xray he said yes. But they are sending him right now to ER for further testing and to remove the needle. The needle is at home he feels in his garbage. Has the box at home too. Unable to provide product info. Date of event (B)(6)2020

Manufacturer narrative:
The following information has been corrected: b.2. Event attributed to: required intervention

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced the cannula breaking off during use. The product defects resulted in a serious injury, - medical intervention with the patient receiving treatment for the removal of the broken portion of the cannula. The following information was provided by the initial reporter: material no:unknown. Batch no: unknown . Consumer reported "short" pen needle broke off in stomach - I asked consumer if he uses the needle more than once he said most of the time I use a new one. I asked again he said place the needle together on pen went to church and after church tested and took insulin. Did not answer question. Consumer was at the doctors, claims they completed a test asked if it was xray he said yes. But they are sending him right now to ER for further testing and to remove the needle. The needle is at home he feels in his garbage. Has the box at home too. Unable to provide product info. Date of event (B)(6) 2020.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced the cannula breaking off during use. The product defects resulted in a serious injury, - medical intervention with the patient receiving treatment for the removal of the broken portion of the cannula. The following information was provided by the initial reporter: material no:unknown, batch no: unknown. Consumer reported "short" pen needle broke off in stomach - I asked consumer if he uses the needle more than once he said most of the time I use a new one. I asked again he said place the needle together on pen went to church and after church tested and took insulin. Did not answer question. Consumer was at the doctors, claims they completed a test asked if it was xray he said yes. But they are sending him right now to ER for further testing and to remove the needle. The needle is at home he feels in his garbage. Has the box at home too. Unable to provide product info. Date of event: (B)(6) 2020.